Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both the universal surgical manipulator (usm) and inner distal set up joint (suj) due to the number of errors pointing to the usm and suj. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report a recoverable error 23008 during system setup. The csr advised that the tornado on universal surgical manipulator (usm) 3 was non-responsive and could not be adjusted. Prior to contacting technical support, the csr had attempted troubleshooting by restarting the system several times, however, the issue persisted. The technical support engineer (tse) reviewed the system logs and identified recoverable error 23008 which pointed to a potentiometer/encoder issue within the distal set up joint (suj) of usm 3. The tse instructed the csr to perform a hard power cycle of the system. Following the action, the 23008 error cleared, however, recoverable error 23003 subsequently appeared in the logs pointing to axis 2 of usm 3. Attempts to clear the error, including an additional power cycle, were unsuccessful. The csr informed the customer of the issue affecting usm 3 and the customer elected to proceed with the procedure using three (3) usms only. As a result, usm 3 was disabled and the procedure was started with the remaining usms. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with usm 3 disabled. There was no injury or adverse effect to the patient as a result of the issue.